Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the device was eroding out of the pocket in the location where the header was located. An infection was also suspected. A revision was performed and this device was explanted. The right ventricular (rv) lead and the non-boston scientific right atrial (ra) lead were surgically abandoned. Due to the patient's age and the fact that no therapy had been required since the device was implanted, it was elected to not replace the device and to continue following the patient closely. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.